Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up there was a discrepancy between the magnet rate and the remaining longevity on this device. The device was explanted and replaced. The device will be returned for analysis. No adverse patient effects were reported following the procedure.